Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was not confirmed. However, a crack on video connector causing leak discovered. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "refer to the instruction manual for the video system center for white balance or manual color-tone adjustment. Note when exchanging endoscopes or camera heads, always reset the white balance. Failure to do so may result in inaccurate color reproduction." Based on investigation results, the user's request of will not white balance was not confirmed, however other various damage were discovered. The most probable cause of the discovered damages were cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
The customer reported to olympus that the image would not white balance while using the camera head. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.